Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("hysterectomy tomorrow") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced arthralgia ("joint pain") and myalgia ("muscle pain"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (schedule hysterectomy tomorrow). At the time of the report, the medical device removal, arthralgia and myalgia outcome was unknown. The reporter considered arthralgia, medical device removal and myalgia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In october 2015, the patient experienced arthralgia ("joint pain") and myalgia ("muscle pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bone pain ("bone pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy: rash / skin condition"), fatigue ("fatigue"), headache ("headache") and gallbladder disorder ("gall bladder issues"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). At the time of the report, the pelvic pain, arthralgia, myalgia, menorrhagia, bone pain, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the genital haemorrhage, dermatitis allergic, fatigue, headache and gallbladder disorder outcome was unknown. The reporter considered abdominal pain, arthralgia, bone pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gallbladder disorder, genital haemorrhage, headache, menorrhagia, myalgia and pelvic pain to be related to essure. The reporter commented: patient received treatment for bone pain, joint pain diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) result unknown; on 03-feb-2016: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. Lab data added. Events ; bleeding, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, pelvic pain, allergy : rash/skin condition, fatigue, headache, gall bladder issues were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced arthralgia ("joint pain") and myalgia ("muscle pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bone pain ("bone pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy: rash / skin condition"), fatigue ("fatigue"), headache ("headache"), gallbladder disorder ("gall bladder issues"), goitre ("thyroid goiter"), thyroid cyst ("thyroid cyst on both lobes"), sciatica ("sciatica, can't sit long") and feeling abnormal ("brain fog"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, myalgia, menorrhagia, bone pain, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the genital haemorrhage, dermatitis allergic, fatigue, headache, gallbladder disorder, goitre, thyroid cyst, sciatica and feeling abnormal outcome was unknown. The reporter considered abdominal pain, arthralgia, bone pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gallbladder disorder, genital haemorrhage, goitre, headache, menorrhagia, myalgia, pelvic pain, sciatica and thyroid cyst to be related to essure. The reporter commented: patient received treatment for bone pain, joint pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) result unknown; on (B)(6) 2016: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media records received. Events per pfs: thyroid goiter, thyroid cyst on both lobes, sciatica can't sit long and brain fog. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced arthralgia ("joint pain") and myalgia ("muscle pain"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menorrhagia ("menorrhagia") and bone pain ("bone pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, arthralgia, myalgia, menorrhagia and bone pain outcome was unknown. The reporter considered arthralgia, bone pain, medical device removal, menorrhagia and myalgia to be related to essure. The reporter commented: patient received treatment for bone pain, joint pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: pfs received: new event bone pain, menorrhagia, essure removal date were added and reporter information updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced arthralgia ("joint pain / knee pain") and myalgia ("muscle pain / muscle pin in legs"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bone pain ("bone pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy: rash / skin condition"), fatigue ("fatigue"), headache ("headache"), gallbladder disorder ("gall bladder issues"), goitre ("thyroid goiter"), thyroid cyst ("thyroid cyst on both lobes"), sciatica ("sciatica, can't sit long"), feeling abnormal ("brain fog"), eczema ("eczema"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash pruritic ("itchy rash"), dry skin ("excessively dry visible rash/ patch"), anxiety ("anxiety") and panic attack ("panic attack"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, myalgia, menorrhagia, bone pain, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, vaginal haemorrhage, rash pruritic and dry skin had resolved and the genital haemorrhage, dermatitis allergic, headache, gallbladder disorder, goitre, thyroid cyst, sciatica, feeling abnormal, eczema, anxiety and panic attack outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, bone pain, dermatitis allergic, dry skin, dysmenorrhoea, dyspareunia, eczema, fatigue, feeling abnormal, gallbladder disorder, genital haemorrhage, goitre, headache, menorrhagia, myalgia, panic attack, pelvic pain, rash pruritic, sciatica, thyroid cyst and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for bone pain, joint pain. Content of the communications: my surgery was supposed to be less than 2 hours, start time was 07.30. I woke up in ICU at approx. 17.00 due to post-operative complications coming off anesthesia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and social media content received: events: eczema, abnormal bleeding (vaginal), itchy/excessively dry, visible rash/patches, panic attacks, anxiety were added. Reporters, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced the first episode of arthralgia ("joint pain / knee pain") and myalgia of lower extremities ("muscle pain / muscle pin in legs"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bone pain ("bone pain"), menstrual cramp ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy: rash / skin condition"), fatigue ("fatigue"), headache ("headache"), gallbladder disorder ("gall bladder issues"), goitre ("thyroid goiter"), thyroid cyst ("thyroid cyst on both lobes"), sciatica ("sciatica, can't sit long"), feeling abnormal ("brain fog"), eczema ("eczema"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash pruritic ("itchy rash"), dry skin ("excessively dry visible rash/ patch"), anxiety ("anxiety"), panic attack ("panic attack"), painful periods ("painful periods"), heavy periods ("heavy periods"), migraine ("chronic migraines"), the second episode of arthralgia ("joint pains") and muscle pain ("muscle pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, myalgia of lower extremities, menorrhagia, bone pain, menstrual cramp, dyspareunia, abdominal pain, fatigue, vaginal haemorrhage, rash pruritic and dry skin had resolved and the genital haemorrhage, dermatitis allergic, headache, gallbladder disorder, goitre, thyroid cyst, sciatica, feeling abnormal, eczema, anxiety and panic attack outcome was unknown. The reporter considered abdominal pain, anxiety, bone pain, dermatitis allergic, dry skin, dyspareunia, eczema, fatigue, feeling abnormal, gallbladder disorder, genital haemorrhage, goitre, headache, menorrhagia, menstrual cramp, migraine, myalgia of lower extremities, panic attack, pelvic pain, rash pruritic, sciatica, thyroid cyst, vaginal haemorrhage, the first episode of arthralgia, heavy periods, muscle pain, painful periods and the second episode of arthralgia to be related to essure. The reporter commented: patient received treatment for bone pain, joint pain. Content of the communications: my surgery was supposed to be less than 2 hours, start time was 07.30. I woke up in ICU at approx. 17.00 due to post-operative complications coming off anesthesia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events painful periods, heavy periods, chronic migraine, joint pain and muscle pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
"Ntaneous case" was reported by a lawyer and describes the occurrence of medical device removal ("hysterectomy tomorrow") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced arthralgia ("joint pain") and myalgia ("muscle pain"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (schedule hysterectomy tomorrow). At the time of the report, the medical device removal, arthralgia and myalgia outcome was unknown. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.